Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post implant of a leadless implantable pulse generator (ipg), threshold increase and impedance decrease was noted. A micro-dislodgement was suspected. Reprogramming was performed. The ipg remains in use. No patient complications have been reported as a result of this event.